Event description:
Complainant alleged that while performing a defibrillator self test during the incoming inspection of the product, the device did not give the appropriate "test ok" message. The complainant indicated that there was no patient involvement in the reported failure.